Event description:
It was reported that during pre-surgery, it was observed that the motor device was really loud. During engineering evaluation it was discovered that the device was making loud noise and heating up. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making loud noise and was heating up. Therefore, the reported condition was confirmed. The device was disassembled which found that the driveshaft was broken. The assignable root cause of the component damage was determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.